Event description:
On (B)(6) 2025 the patient reported accidentally inserting a cartridge without rewinding the ilet, which caused the red plunger to become stuck inside the chamber. With agent assistance, the patient rewound the ilet, completed a dry run, and successfully removed the plunger. The patient then restarted the supply change. No alerts occurred, and no adverse health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.